Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under infused during infusion. The device completed the medication delivery one additional day after the expected infusion time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.